Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
The device has not returned for evaluation. When the evaluation has been completed, a follow up report will be sent.